Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device as the identification numbers were not provided by the complainant.

Event description:
It was reported via an anonymous survey that after the use of a localizer device on an unknown date, the patient experienced an infection. It is reported that the additional intervention of draining the area was required. Due to the unavailability of user site information, additional clarifying details could not be obtained. No further information is currently available.